Event description:
Per the clinic, the patient had a seizure and was hospitalized for meningitis. The results of a CT scan indicate no fluid in the middle ear or around the implant. The patient has a history of significant sinus issues and a csf leak related to this issue. Per the physician, the csf leak likely caused the meningitis. More information has been requested, but was not available at the time of this report august 21, 2009.